Event description:
The customer reported the unit is showing left lead to be off and ll lead off. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and ECG cables and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.